Event description:
Healthcare professional reported difficulty pulling the holder away from the valve. Valve had been lowered into the annulus but not tied down. The surgeon indicated he had issues repositioning the valve. The valve remains implanted.